Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2138500 model: sc-2138-50 serial: (B)(6) batch: 115316 UDI: this product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Product family: scs-linear leads upn: m365sc2138500 model: sc-2138-50 serial: (B)(6) batch: 114143 UDI: this product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to inadequate stimulation. The explanted device components were disposed by the medical facility.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to inadequate stimulation. The explanted device components were disposed by the medical facility.

Manufacturer narrative:
Correction to the supplemental 1 MDR in blocks h6 and b2. Block d6b: explant date: explanted several years ago.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 21049367, UDI: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to inadequate stimulation. The explanted device components were disposed by the medical facility.